Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an issue related to a dreamstation 2 auto CPAP device. The patient complaining of black particles. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 09/28/2024. The device was returned to the third-party service center for evaluation. During the evaluation of the device, it has been observed that the unit is contaminated and no black particles are found. The device was scrapped. In addition, appropriate code updated/corrected in this follow-up report.